Event description:
A malfunction alarm was reported by the customer during the loading process of their insulin pump. There was no reported adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge using the correct technique, and the customer was able to successfully load the cartridge and resume insulin therapy.